Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient (pt) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Pt is needing MRI. Caller stated pt's nurse said the ins is not recharging and is inquiring if pt can have MRI. On (B)(6) 2023 information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt stated they have not been able to reach their reps and that their implant for their thoracic spine is broken but the one for their lumbar is working fine. Agent instructed pt to attempt starting a recharge session, and after pressing recharge on no device found screen, they described seeing the passive recharge mode screens (75 97 97). After a few minutes, pt was able to start recharging the implant on excellent (implant battery red). Pt stated they are able to program their own implant. When agent asked pt to explain, pt stated their implant kept losing programs and they program the controller to match the unit. Pt stated they did that by having the controller give the unit name or device number and highlight that one on the screen. Agent understood pt to be speaking about pairing the device. Pt was escalated when agent did not understand, and told gent that they know what they are doing because their rep had taught them what to do about 3 times. Pt stated on the back of the controllers they have a sticker that says upside, meaning th oracic spine implant. Pt stated they have been trying to recharge implant for 6 months. Pt stated that every time they turn on their stimulator, they feel vibration and makes them sick to their stomach and then they vomit. Pt stated their rep introduced them to an other rep. The other rep helped reprogram pt and pt felt okay for less than an hour then went back to feeling sick to their stomach. Pt stated they might have terminal cancer and they needed an MRI. Pt walked themselves through MRI mode but could not enter it beca use their implant battery was still low. Pt reported seeing screen cannot provide simulation when they tried to turn on stimulator but did not read the full screen and said they put their device away. Pt stated they will call back if they have any issues pt stated that they need to remove their thoracic implant to put another implant to treat their migraines by their hcp recommendation. Pt stated they had a concussion. The issue was not resolved. The patient was redirected to their healthcare provider and rep to further address the issue. Pt mentioned they will meet with the rep in a hospital because they don't want to go to the doctor. It is unclear at this time which ins is for thoracic spine and which is for lumbar.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) regarding patient's complaint. Rep reports the stimulator is not broken and there is not a plan to remove it at this time.